Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level (bg) was 40-90 mg/dl. Food was consumed to treat bg. Reportedly, the pump settings needed to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer had manual injections as alternate insulin therapy.